Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the programmer stylus and the screen cursor did not align and that calibration did not resolve the issue. It was also indicated that the stylus cable was cut and that some screws were missing from the lower hinge plate. It was also indicated that the radiofrequency head cable was cut and that the head was missing a label. It was also indicated that the rear cover had a hole and that the cord bay was broken. It was also indicated that a printer keypad button did not work. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for corrective maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.